Event description:
It was reported that the pump exhibited error code 14627 and 45619. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg; 8/19/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint confirmed during power up test. The root cause is due to fluid ingression of the device. Due to extent of fluid in the unit, it has been deemed beyond economical repair.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump was alarming, and screen was red/pink with the numbers "14627 and 45619." No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.